Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. Further information requested but not received. It is unknown which lead migrated, therefore, both leads are being reported on.

Event description:
Related manufacturer reference number: 1627487-2019-13823. It was reported that the patient lost therapy. Reportedly, one of the patient's leads migrated. As a result, the patient's leads were explanted and replaced on (B)(6) 2019. During the procedure, the physician cut one of the patient's leads (related manufacturer reference number: 1627487-2019-13876). Therapy was restored following the procedure.